Event description:
Reference number (B)(4). Event occurred in puerto rico. U.s. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico. U.s. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004472 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004472 was manufactured according to the wi version 78, packaged in the machine multivac 12, on 24/nov/2023, with a total of (B)(4) units. Assembly DHR review: the lot 3l03250 was manufactured according to the wi version 26, manufactured in the line assembly of quick set, on 21/nov/2023, with a total of (B)(4) units. Gluing tubing DHR review: the lot 3k01272 was manufactured according to the wi version 41, manufactured in the machine 04-05-08, on 15/oct/2023, with a total of (B)(4) units. The lot 3l02332 was manufactured according to the wi version8, manufactured in the machine 04-05-08, on 17/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 22/aug/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004472 and other 3 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required